Event description:
Per the clinic, the device was explanted (B)(6) 2022 due to pain (specific date not reported). There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on december 12, 2022.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on january 6, 2022.